Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The 90% stenosed lesion in the severely calcified and severely tortuous mid to distal right coronary artery (rca) was predilated. The physician advanced the taxus express2 3.0x20mm drug eluting stent to the target lesion. While advancing, the physician noted it "felt like the stent accordianed". It was suspected that the proximal end of the flared. The physician attempted to retrieve the stent through the guide wire catheter but it would not go back inside and the stent dislodge from the delivery system. The stent ended up in the right femoral artery (rfa). Only poba was performed during this procedure. The physician planned to do a cutdown procedure later that week. When the pt returned to the cath lab two days later, the physician was able to visualize the dislodged stent in the rfa. The physician entered through the left groin and used a gooseneck to successfully snare the stent in the rfa. No further pt complications were reported. Pt status is satisfactory.